Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. The patient reported having burning in their pocket. They stated that it is unknown if anything happened to cause this issue. The patient turned their stimulation off and the burning went away. They mentioned that they want to turn stimulation back on to see if the burning returns. No further actions have been taken at this time. No further complications were reported of anticipated.